Manufacturer narrative:
Investigation determined that the device was used for port placement, which is off label use since the edges of the wound cannot be easily approximated prior to wound closure. The device was not returned, lot number not provided nor was any additional information about this specific event provided to the manufacturer.

Event description:
Following tunneled port placement, pt returned back to ir for follow up because incision has opened.